Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the peritoneal dialysis cassette inside the homechoice device during an unknown cycle of peritoneal dialysis therapy. The technical services representative discussed the use of manual supplies to complete therapy. There was no patient injury or medical intervention reported. No additional information is available.